Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Pump stop: clinical details report a sudden high motor current pump stop on 27/oct/2925. The pump was unable to be restarted, so it was explanted. Salesforce reports a 207 hour case duration. Data logs were reviewed, however, they were only available from 18/oct to 26/oct (180 hours). During this period, all pump metrics were generally stable, and there were no pump stop alarms. Returned product was investigated and visual inspection confirmed a enlarged purge gap. The pump passed electrical testing. When the pump was connected to a console and attempted to be run in a bucket of water, high motor current pump stops reproduced. Based on the inspection of returned product, the cause of the pump stop was determined to be due to bearing wear. Based on the clinical details provided, the pump was run longer than the pump's design life of 8 days, per design trace matrix 0046-9910. Thrombosis: clinical details report that the crrt circuit had clotted off 2 times during the case. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced motor current high alarm followed by a pump stop. Attempts to restart the pump were unsuccessful. The pump was explanted and the patient remains in critical condition.